Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2025-03640. All relevant information was captured under that manufacturer report number1416980-2025-03640. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set ¿fell apart¿, the catheter adapter separated from the silicone tubing. This occurred ¿while the patient was driving¿ prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, prophylactic antibiotics were administered to the patient; vancomycin, initially for 14 days and then continued for an unspecified timeframe. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.